Manufacturer narrative:
Age, weight and ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully implanted in the patient's right eye and removed during the same surgery. It was believed that the technician loaded the iol backwards or upside down. The surgeon noticed the iol was incorrect after fully inserting the iol and decided to remove it, replacing it with a back up iol. An unplanned vitrectomy was performed. There was no other surgical intervention required and there was no patient injury. The patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 6/7/2022. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: the complaint lens was received taped to the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing) and taped to the lens case. The lens was removed from the case and cleaned, revealing no further issues with the lens. Based on the return condition of the lens, no further product evaluation could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.